Event description:
It was reported that "the balloon catheter has been connected with the cardiosave iabp; however, there is an alarm showing a helium leak. Therefore, doctor switched from cardiosave iabp to ac3 iabp, and the pump was able to work properly overnight. Later, in the morning, ac3 iabp also alerted a possible helium loss, and it was not able to continue pumping. The doctor decided to remove the iabc and replace it with maquet's iabc instead. After removing the alleged iabc from the patient, it became apparent that the balloon was broken". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The product was not returned for investigation; however, the customer provided photos for evaluation. The first and second photo show liquid blood within the helium pathway of the iabc bladder, and the central lumen was noted damaged/broken within the flex-tip assembly area. The finding noted in the photos is consistent with the reported complaint. The third photo shows the intra-aortic balloon catheter (iabc) packaging and carton label, with serial number (B)(6) and lot number 18f23m0002. The reported complaint for "helium leak" is confirmed based on the customer photos provided with the complaint report. In the photos, the iabc central lumen/flex-tip assembly was noted broken/damaged. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The probable root cause of the complaint is undetermined. A corrective and preventive action has been initiated to address the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the balloon catheter has been connected with the cardiosave iabp; however, there is an alarm showing a helium leak. Therefore, dr. Switched from cardiosave iabp to ac3 iabp, and the pump was able to work properly overnight. Later, in the morning, ac3 iabp also alerted a possible helium loss, and it was not able to continue pumping. The doctor decided to remove the iabc and replace it with maquet's iabc instead. After removing the alleged iabc from the patient, it became apparent that the balloon was broken". The 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).